Event description:
The device was returned to the manufacturer service center regarding the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information in relation to a dreamstation auto CPAP unit. There was no report of serious or permanent harm or injury. The device was returned to a third-party service center. The third-party service center confirmed there was no evidence of sound abatement foam degradation inside of the device assembly. Secondary findings included the power connector of the unit was corroded, the unit would not power on and the error log code was unable to be accessed. Corrosion was found on metallic surfaces and dust/dirt was observed inside the device. The unit was scrapped.

Manufacturer narrative:
H3 other text : device evaluated by third party service center.

Manufacturer narrative:
A correction to section b5 was made and describe an event or problem that should be reported as: the manufacturer received information from a third-party service center during the device evaluation that the power connector of the unit was corroded. There was no patient harm or injury. During the evaluation of the device at the third-party service center, the device was visually inspected, the power connector of the unit and metallic surfaces were corroded, and the unit could not power on to collect the error log/machine hours/error code numbers/software version. Additionally, contamination of dust/dirt was found on the inside of the device. The device was scrapped.